Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, company representative reported patient was having adverse reactions to her infusion set. Company representative stated the patient reported the area was irritated and hurt where her insertion site was. Company representative reported the patient stated she removed the infusion set and inserted another one. On follow up call patient reported she has a whole side of her stomach that is red and the area where the cannula was inserted there is a red, purulent area. Patient stated she has been using the infusion sets for a month and the infection started about 3 days ago. Patient no longer has the infusion set that caused the infection. Patient reported a nurse came to see her and gave her an antibiotic ointment to put on the area. Patient stated if the ointment did not clear up the infection she would need to take an oral antibiotic. On follow up call on (B)(6) 2011 patient reported the infection has cleared up with the use of the antibiotic ointment. Patient stated she did not need to take an oral antibiotic but she did need a prescription for the ointment and the ointment was started as soon as the infection started. Patient is currently using a different type of infusion set and stated they are working much better for her. No product return was requested.